Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient ipg became inoperable. This was confirmed with the clinician programmer. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Patient weight: additional information was provided.

Event description:
It was reported that the patients ipg was explanted and replaced. Therapy was re-established post-op.